Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -8.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to low vault. A replacement lens of longer length was later implanted and the problem resolved. Cause was reported as unknown.